Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners and battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the piston continued to move and dispense all of the insulin during the prime. The blood glucose reading was not given. She reported that the customer was not wearing the insulin pump during this process. She did not recall if the top of the reservoir was wet prior to connecting. She also reported that they had received a motor error alarm. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. Nothing further was reported.